Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months after implantation. The doctor noted local infection during surgery. The patient has medical history of hypertension. The patient has recovered without complications.